Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy with cholangiography, the clips did not load properly into the jaws. Another clips was opened but same issue occurred. A new clips was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Microscopic inspections of the instruments noted presence of clips in both tubes. However, it was observed that the pusher bars were buckled, and the red indicators were visible in the windows. Functional evaluations could not be performed as both safety interlock features were engaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.